Manufacturer narrative:
G4: 25sep2020; b4: 25sep2020. It was reported to philips that the device went into a lockout/failure screen. A good faith effort was made, and the customer stated the device was being set up for use. The patient was placed on another v60, and no harm was noted. The event log was reviewed by the customer, and times stamps all looked good. There were no check vent or vent inoperable codes in the event log. The rse advised the customer that it could be a bad power management (pm) printed circuit board assembly (pcba). A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse arrived onsite and downloaded drpt (device event report log) and confirmed the customer's complaint. The error codes in the log were associated with the auxiliary alarm supply failed, 35 v supply failed, backup alarm failed, and blower stalled. The fse replaced the power management board. The device passed testing and was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported to philips that the device would not turn on. The customer had replaced the battery and the unit worked for a little while (in service for 3 weeks) before repeating. The device was not being used on a patient at the time of the event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse had the customer disconnect the battery and the unit powered up with just ac attached. The vent info screen was reviewed and component numbers and hours all look good. The event log was reviewed and times stamps all look good. There were no check vent or vent inop codes in the event log. The rse advised the customer that is could be a bad power management (pm) printed circuit board assembly (pcba). A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.